Event description:
A nurse called to report the drainage bag had detached from the urine meter and its contents had released onto the floor leaving the floor wet.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. The nurse stated another bag was attached to the urine meter and the bag did not detach again. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.